Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00047. The date of that submission was 7/16/2025. E1 - initial reporter phone: (B)(6). Device evaluation: one used decontaminated sample of the suspected device was received without its original packaging for investigation. The customer reported that the hinge line of epifuse is split. Under a visual inspection of the sample received it was noticed that that hinge line is broken confirming the complaint. The root cause was not identified. This issue is being monitored and there is no trend of confirmed customer complaints. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the hinge line of epifuse split during setup. This problem was resolved by replacing with a new kit. The event occurred at the hospital in taiwan. Operator of the device was a health professional. There was no patient involvement.